Event description:
One of the monitors at the cart did not display the images. The power indicator lamp periodically turned off but the customer did not touch the monitor power switch.

Manufacturer narrative:
(B) (4).